Manufacturer narrative:
(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation alleged injury, severe pain, discomfort, increased metal ion levels, osteolysis, loosening of the acetabular cup, dislocation, and heterotopic ossification.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, patient was revised to address left hip end-stage osteoarthritis. Operative note reported that there was a moderate amount of clear fluid within the hip joint. Thus, the pericapsular tissue appeared inflamed consistent with metal on metal irritation.